Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product remains implanted.

Event description:
It was reported patient has been indicated for a revision, however, a revision has not been reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Operative notes were not provided; x-rays were provided and reviewed by a health care professional. Image 1 demonstrates anatomic alignment of the right hip arthroplasty without abnormality. Image 2 demonstrates dislocation of the right hip arthroplasty. There is suspected osteolysis at the greater trochanter in gruen zone 1 and possibly at the inferomedial margin of the acetabular cup. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.